Event description:
The dr claims that the graft was implanted as an above-knee, femoral-popliteal graft, and after tunneling and doing the distal anastomosis, the clamp was released and the graft leaked an unknown quantity of blood through its walls. The leakage lasted approximately five minutes and the graft then became blood-tight on its own. When the proximal anastomosis was performed and the clamp released, the graft remained blood-tight. The graft was left in. The pt's post-operative condition is fine. Although the total quantity of blood plus saline irrigation fluid collected during the procedure was estimated to be approximately between 1400 and 1700 cc, based upon the sponges used and cell-saver contents, the exact amount of blood lost through the graft is unknown. The pt had pre-operatively received 5000 units of heparin. The dr also stated that although he liked the handling and suturing characteristics of the graft, he was concerned about the bleeding.